Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an issue during priming process. It was stated that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed. Insulin was not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. Customer was not able to exit the load reservoir process or preparing to prime loop. Customer was advised to ensure to disconnected. Select load and hold down until load reservoir process completed. Customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.